Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The device had intermittent button responds due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had minor scratches on lcd window.

Event description:
It was reported the customer received a button error alarm and a motor error alarm. The customer's blood glucose was 122 mg/dl. It was also found the customer was unable to complete the rewind sequence on their insulin pump due to the motor error alarm. The customer stated they had exposed their insulin pump to moisture from the rain prior to the alarms occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).